Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. However, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within the patient's colon tumor during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous. During the procedure the exterior tube of the deployment handle was "blocked", and then "broke". As a result the stent was unable to be deployed inside the patient. The device was removed from the patient without issue. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable post procedure.